Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h4, h6, h7, h9 corrected fields: g2 as healthcare professional does not apply, h6 as health effect clinical code and impact code were inadvertently duplicated the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely a deformation problem traced to component failure that led to the malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat surgical instrument had an unspecified component break off during a surgical procedure while the device was within the patient. There was no indication that fragments broke off within the patient anatomy or that medical intervention was necessary. There was no patient injury or medical intervention associated with this event.